Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Additionally, the t:slim x2 pump user guide cautions against overfilling a cartridge past 300 units. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting fill the cartridge. Reportedly, the syringe was filled past 300 units and the customer believes having overfilled the cartridge. Then, the customer received a minimum fill message. Then, the customer added additional insulin to the existing cartridge. Reportedly, the insulin gauge remained static at 75 units. The customer's blood glucose level ranged from 80-120 mg/dl. The customer declined to reload the cartridge. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin and to not overfill the cartridge per labeling instructions.